Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: it works there too! Use of the endovascular occlusion balloon to rescue left subclavian vein injury during lead extraction. Heart rhythm case reports. 2021; 7:395¿397. Doi.org/10.1016/j.hrcr.2021.03.012.

Event description:
A journal article was reviewed that contained information regarding this lead. The article reports right atrial (ra) and right ventricular (rv) pacing leads which exhibited fractures. The leads were explanted and replaced. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.